Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system exited the application software without prompt from the user. Restarting the navigation system resolved the reported issue. The issue occurred as the surgeon was making an indecision into the patient. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.